Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open irritation under the area that the lifevest sits. The irritation was open and seeping. The patient reportedly placed gauze and nystatin powder on the affected area. There is no indication of a device malfunction. The patient's current medical outcome is unknown as the follow ups were unsuccessful.